Event description:
It was reported that high capture threshold was observed on the lead. During initial implant, the helix was bent. The lead was explanted and replaced in an additional surgery to resolve the event. The patient was stable and there were no adverse consequences.